Event description:
Boston scientific received information that during a routine follow-up, reduced sensing, high pacing impedance and an increased threshold, were all observed upon interrogation: the physician did confirm a normal shock impedance measurement. The interrogation data showed several shocks for what appeared to be a true arrhythmia; no system noise was present. The physician suspected a lead fracture on the pacing component of this right ventricular lead and sent the patient for further evaluation to include a possible lead revision. No adverse patient effects have been reported.

Event description:
Boston scientific received information that the patient with this lead passed away. The field representative confirmed the death was the result of worsening heart failure and not the result of any boston scientific implanted product functionality. No return of product is expected; the date of death remains unknown.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Following lead revision procedure, this event will be further updated.